Manufacturer narrative:
The complainant did not provide specific details of the processing run from which a biopsy was lost in the instrument. Manufacturer evaluation of the instrument logs showed that a total of 1990 cassettes had been processed in 10 processing runs executed in either retort a or b using the "4 scientist 6.15 hrs" protocol between (B)(6) 2021 and (B)(6) 2021. The root cause of "losing a biopsy in the instrument" could not be determined from evaluation of the instrument logs. However, the facts suggest that the root cause of this occurrence reported by the complaint was a use error when placing tissue samples into cassettes eg. No tissue carriers or cassettes not closed properly. Manufacturer evaluation of the instrument logs for the period (B)(6) 2021 and (B)(6) 2021, which is detailed below, identified that a use error occurred when replacing a reagent on 23:04pm on 01 march 2021: (B)(6). Although not reported by the complainant, the quality of tissue processing the "4 scientist 6.15 hrs" protocol would have been adversely impacted. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
The leica product application specialist-vic/anz pathology (pas) documented the following in relation to peloris rapid tissue processor serial number (B)(4) per the information reported by the complainant: "the user also reported losing a biopsy in the instrument...during protocol: 3 small skins and punch bx. The user can not remember which day. The supervisor stated this was due to user error, bx pad not added to cassette." On 04 march 2021, leica biosystems (B)(4) received information from the leica product application specialist-vic/anz pathology that the final status of the tissue samples and the patient impact/outcome for the cases involved in this event had been requested on 03 march 2021 by email and on 04 march 2021 by email. On 11 march 2021, leica biosystems (B)(4) received the following from the leica product application specialist-vic/anz pathology in relation to the query raised with the customer as to the final status of the tissue samples and the patient impact/outcome for the cases involved in this event: "she declines to give me any information because she "know it was user error"(sic). She stated her manager is not giving her any time to assist with this as she is under pressure with other installs and staffing. This concludes my ability to get further information on this case. (B)(4) was pretty clear." On 11 march 2021, leica biosystems (B)(4) received the following further information from the leica product application specialist- vic/anz pathology in relation to the query raised with the customer as to the final status of the tissue samples and the patient impact/outcome for the cases involved in this event: "the end user does not want to give us any further information on either cases. (B)(4) challenged the reason why we needed this information when they didn't formally report it."